Event description:
B braun infusion pump kept alarming high pressure. Pump worked for a while when vent from the tubing opened but pump continued to beep high pressure. When tubing removed from the pump there was no problem with the flow.